Manufacturer narrative:
(B)(4). Batch # p93049. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: is the handpiece housing broken and visibly open? Or is the handpiece only cracked or damaged? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, handle broken. Changed another one to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2020. Investigation summary the hand piece was received with the cable insulation damaged. However this did not create a functional issue. In addition, there no damage observed at the handpiece housing as reported. The device was connected to a generator, evaluated with a test instrument and was found to be functional. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Possible causes that may have contributed to the cable damage include the cable being ran over, or getting tangled by the cart wheels.